Manufacturer narrative:
No frozen screen or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to corroded keypad traces.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that buttons of insulin pump was not responding and screen was frozen. The customer¿s blood glucose level was 10.2 mmol/l at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.